Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The moisture damage was found on motor assembly. Analysis was unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The customer's daughter reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer's daughter reported that the insulin pump stopped working. The customer's blood glucose was unknown at the time of incident. The customer's daughter stated that there was fluid inside the insulin pump. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.